Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's hearing sensation stopped suddenly. Then, only noise was present when the speech processor was put on. All external components were exchanged, but without satisfactory results. Normal testing results were obtained, except for one channel indicating a borderline supply voltage and another channel showing status hi. Add'l testing showed insufficient voltage increase at different amplitude levels. Re-implantation is scheduled on (B) (6), 2008.